Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed cartridge and resumed insulin delivery. Customer¿s blood glucose level was 268 mg/dl.